Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the instrument for failure analysis evaluation. The logs show the first vessel sealer extend instrument (vse) used performed qty (B)(4)seal/coagulation events with no errors per the e-100 logs. The second vse used performed (B)(4) seal events with no errors. The logs do not show any errors related to vse usage. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was clamped on tissue and would not release. The vse was clamped on hiatal tissue while the surgeon was dissecting the hiatus. The surgeon was not actively sealing with the vse when the event occurred, and was using the vse for a blunt dissection while grabbing the tissue and moving it downward the vse would not move, and would not release the tissue. The surgeon cut lateral on the hiatal tissue that was being held by the vse. This created the hiatal dissection that was anticipated prior to the event, and the surgeon was attempting to open up that specific space with blunt dissection when the tissue became stuck. No additional bleeding occurred due to the event, no intervention other than cutting the tissue free was required. No system error or instrument error occurred. The bedside staff attempted to slide the instrument grip release lever but felt resistance and could not fully open the jaw of the vse, which led to the surgeon cutting the tissue free. Technical support engineer (tse) was contacted during the procedure for assistance with the instrument grip release with no success. The vse was working before the event and experienced successful and complete seals with no errors. The vse was able to be removed from the cannula with no complications. A new vse was opened and used for the remainder of the procedure and was completed robotically with no further issues. The patient is recovering well.